Manufacturer narrative:
Product analysis: it was determined on analysis that the stylus tip position on the touch screen required calibration. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.